Event description:
A 2-level atb plate implanted at l4-5, l5-s1 was noted to have pulled away from the sacrum on the patient. Pt reported he felt a 'pop.' Surgeon suspects pt fell. Pt was scheduled for plate removal. Surgeon attempted to remove the plate but could not do so safely.